Event description:
Attempting to close right common femoral artery with perclose device. Dr held device upside down so that device could not adequately bend when withdrawing needles. As needles were withdrawn by pulling on suture, a kink formed in tubing. As needles were replaced, one of the needles punctured the channel. Device was caught in the site.